Event description:
During evaluation of a returned homechoice device, a high drain error 101 alarm was identified in the log. The alarm occurred on (B)(6) 2013 at 10:40:19 during night drain #1. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation was completed. This event represents an ancillary service event. This event was confirmed through an event history log review. The cause was not determined. Should additional relevant information become available, a supplemental report will be submitted.